Event description:
It was reported that noise was observed on both chambers. The atrial lead and rv pace/sense was capped and replaced. The defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.